Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but was unable to release from the catheter to deploy. The physician forcefully deployed the device; however, the clip fell off. The device was pulled outside from the patient, and it was found that the yoke was attached on the delivery catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. Microscope examination was performed, and it was noted that the bushing had hit marks that could likely happened during attempted deployment. The catheter was unraveled near the bushing. Dimensional examination was performed on the bushing outer diameter, and it was found within specification. A dimensional analysis was also performed between the hooks of the bushing, and it was noted that both sides a and side b were within specification. Additionally, the bushing tabs were measured to further analyze the deployment issue and both sides had asymmetric measurement. It was also noted that the yoke dimensions were confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but was unable to release from the catheter to deploy. The physician forcefully deployed the device; however, the clip fell off. The device was pulled outside from the patient, and it was found that the yoke was attached on the delivery catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.